Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for increased right ventricular pacing impedance. The lead also had increased and high thresholds. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.